Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the nc trek was soaked and prepared per IFU. Upon protective sheath removal, it was noted that the sheath was difficult to remove. The sheath was removed without any device damage and the device was used successfully. There was no additional information provided.